Event description:
This ipg was intended for pt implant in (B)(6). During the procedure, it was observed that no communication could be establish with the ipg. Efforts to establish communication with multiple programmers and wands proved unsuccessful. The physician used a different ipg to successfully complete the case.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.